Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately seven months post implant that t-wave oversensing (twos) was observed on stored nst (nonsustained tachycardia) episodes for the right ventricular (rv) lead. The rv lead was reprogrammed in the past, but the t-wave oversensing (twos) is still occurring. The rv lead remains in use. No patient complications have been reported as a result of this event.